Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an unspecified malfunction alarm occurred. The customer blood glucose levels were not impacted. The customer reported that a backup pump would continue to be used for insulin therapy.